Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that following an implantable neurostimulator (ins) replacement, impedances were measured with in normal ranges without any issues so the patient was reset to his previous settings and sent home. The following morning, the patient felt shocking so the device was turned off. The patient was scheduled for surgery on (B)(6) 2016 to replace the extension and reconnect the new extension to the new ins to see if that resolves the issue. Additional information has been requested regarding the cause and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a company representative reported the patient didn't have any more shocking; the replacement helped.